Manufacturer narrative:
Taper ii. (B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product; however, the analysis has not been completed at this time.

Event description:
Health professional reported "a band removal and replacement due to a fibrous contraction of the band capsule around the patient's band."